Manufacturer narrative:
H11: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a device malfunction. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is procedural factors, as per description, when seating the valve there was not enough strong tissue to hold the sutures. During sternal closure, the right ventricle began to distend and patient became hypotensive and the surgeon suspected rca obstruction by the newly placed valve.

Event description:
It was learned through medical records that a 23mm 11500a newly implanted valve had coronary obstruction requiring re-cannulation and CABG. Per medical records (cer: (B)(4)), surgeon had difficulty suturing the new 11500a valve noting that there was not enough strong tissue to hold the sutures to place the valve sutures any lower. The surgeon thought it would be ok. During sternal closure after weaning from bypass and decannulation, the right ventricle began to distend, and the patient became hypotensive. Surgeon suspected rca obstruction by the newly placed valve. Patient was quickly re-cannulated and went back on bypass. The left internal mammary artery was harvested as a free graft and a CABG was performed with some difficulty and surgeon noted good flow with better function of the right ventricle. On pod#2 patient returned to the or for sternum closure. On pod#14 patient was discharged. The patient is a 61-year-old female with history of bicuspid av s/p avr (2019), hfpef, hld, htn, cva, etoh, obesity, drug abuse (in remission).

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.